Manufacturer narrative:
(B)(4) evaluation summary: visual and functional testing of the returned sample confirmed the product did not meet quality release specifications and the reported condition was confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: acl / meniscal tear. According to the reporter: the surgeon inserted the device and advanced the thumb slide. Suture was prematurely cut at longer needle. An as meniscal straight device was used successfully to complete the case. The patient is fine. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of two devices opened by the account. This evaluation was based on technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The devices were disassembled to inspect the internal components. All timing marks indicate that the devices were assembled properly; the safety interlocks were reset and the devices were re-assembled. The units were fired to verify correct needle alignment and catch functioning; the units were fired and the functionality was found to be acceptable. Visual and functional testing of the returned samples confirmed the products met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).